Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving a scale reading error and an air detected in cassette alarm during fill 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Additional information was requested, however to date not provided

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of products involved is unknown a manufacturer review was performed of the lots delivered to the customer. However, no information was found of product liberty cassettes been delivered to customer. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the manufacturer review from this customer regarding to the product liberty cassettes. Since the complaint sample is not available for evaluation the reported event could not be confirmed. No DHR review was performed since the lot number is unknown and no information was found on the system from this customer related to the product liberty cassettes.